Manufacturer narrative:
A review of the batch manufacturing records for the reported lot was completed. The review did not identify any deviations during manufacturing or testing, and all documented parameters were within the approved specification limits. Unused samples from the same lot were returned and evaluated for visual inspection, and functional testing (retraction). Upon evaluation of the unused product, no non-conformances were observed. Retained samples from the same lot were also reviewed. The tests conducted were as follows: - visual inspection - functional test - fitting of retraction button with needle hub during testing of the retained samples for the reported lot, no manufacturing defects were observed. All results were found to be within the specified limits. No root cause could be identified for the issue. The supplier gave the following potential root causes: manufacturing defects: - may be an improper inspection carried out by the quality inspector during the in-process testing stage. User error: - the device may not have been handled in accordance with the manufacturer's instructions. - safety mechanism may have failed due to mishandling by the user/health professional.

Event description:
The catheter sticks when advancing the catheter/straw off the needle during IV start. The catheter also sticks when the needle retraction button is pressed, which has led to two primary concerns: 1. The force of the retraction can pull the catheter out of the vein, requiring the patient to undergo a second IV insertion. 2. In some cases, the needle does not retract, requiring the clinician to manually remove the needle, which increases the risk of accidental needle stick or exposure.